Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp1481 showed one other similar product complaints from this lot number.

Event description:
It was reported on (B)(6) 2018 that the catheter "was found to be faulty." No additional details were provided.